Manufacturer narrative:
Additional information has been received after the initial report was submitted. The additional information has been provided with this report.

Event description:
It was reported the customer called after receiving a follow up letter. The customer sated she tends to have lows, but as of now she feels fine. The customer encountered another low this morning, but declined troubleshooting. The customer's blood glucose was 48mg/dl treated with food and blood glucose got up to 133mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose of 57 mg/dl. Customer stated that the helpline called the paramedics. Customer's blood glucose dropped from 427 mg/dl to 67 mg/dl in one hour. Customer was trying to fill the reservoir and perform an infusion set change. Customer over-delivered insulin. Customer stated that she was wearing the pump at the time of the hospitalization. Customer stated that she filled a new reservoir and did the priming but when she checked, there was no insulin in the reservoir. Customer stated that the pump alarmed no delivery. Customer's blood glucose level was 427 mg/dl. Customer had not treated for the high reading. Customer's blood glucose was at 236 mg/dl. Troubleshooting was performed but customer's blood glucose went to 175 mg/dl, 145 mg/dl, and then 127 mg/dl. Customer ate 2 glucose tablets and her blood glucose went to 102 mg/dl. Customer's blood glucose was later at 67 mg/dl.